Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es displayed a mismatch in the start date/time of the order between cerner and pyxis es. Several instances occurred where an order adopted an unexpected start date/time. This discrepancy affected patient care, as nurses were unable to profile and dispense critical medication doses without pharmacy intervention. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system had no issues found. A technical support specialist reviewed the examples provided and confirmed that the orders were sent to pyxis es with the times shown in the incoming transactions. The system functioned as intended after the technical support specialist assessed the device.